Event description:
Sorin group (B)(4) received a report that the touch screen of the cp5 became unresponsive during set up. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the cp5 became unresponsive during set up. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.